Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced multiple syncopal events and that this device and right ventricular (rv) lead exhibited noise oversensing. Additionally it was noted that the detected r-wave amplitude was small. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that there may be diaphragmatic oversensing. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The rv sensitivity was decreased and the patient will be continued to be monitored. The clinician was unsure of the root cause of the patient's syncopal episodes, however noted that the patient had these episodes prior to device implant and that one pre-syncopal episode recorded noisy signals on the rv channel. This rv lead remains in service. No additional adverse patient effects were reported.